Manufacturer narrative:
Batch reviews performed on 05.oct.2021: lot 2100161: (B)(4) items manufactured and released on 5-feb-2021. Expiration date: 2026-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event. Additional implant involved: ball heads: mectacer 01.29.211 biolox delta ceramic ball head 12/14 ø 36 size xl + (k112115) lot. 177710. Batch reviews performed on 05.oct.2021: lot 177710: (B)(4) items manufactured and released on 27-feb-2018. Expiration date: 2023-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
About 1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.